Event description:
According to the reporter, on (B)(6) 2024, a hole in the blue catheter in the sphincter area was reported. The physician had no recollection of the patient details. The physician tried to use the catheter but it had a hole and it was immediately explanted without being used. There was a leak near the blue clamp. The catheter was not repaired. Tego was not utilized and there was no luer adapter issue. Saline was the cleaning agent used on the device. The insertion site was treated with prior to product placement. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.